Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the user experienced difficulty logging in, and the account was continually locking. An error message stating unable to authenticate was displayed when the user attempted to register a fingerprint. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1 initial reporter e-mail: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user account was locked even after recreation of the account. A technical support specialist (tss) remotely accessed the server and reviewed the user account history, identifying multiple locked and invalid credential attempts. The customer confirmed that active directory (ad) accounts had already been deleted and recreated, but the issue persisted with accounts locking immediately upon login. Tss advised the customer to follow knowledge articles, returning users stuck in a lockout loop - lock inactive user duration setting with ad password changed and user account locked out on first login, after which the users were able to access the es webpage successfully. The customer confirmed resolution and approved case closure. The system functioned as intended after the technical support specialist guided the user to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the user experienced difficulty logging in, and the account was continually locking. An error message stating unable to authenticate was displayed when the user attempted to register a fingerprint. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.